Event description:
Initial bicarbonate result 10 mmol/l repeated 23 mmol/l. Abs lamp was replaced by the account. Field service rep. Ran precision checks, could not duplicate the problem. Incorrect results were not used for pt treatment.